Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. The customer's blood glucose (bg) level was impacted (298 mg/dl). A manual injection was delivered to address elevated bg level. During troubleshooting with tandem technical support, the customer was able to reload a cartridge onto the pump and resume insulin delivery.